Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator stated that the device was not helping. Prior follow-ups showed satisfaction with therapy and clinical improvement, the patient requested device removal. The physician did not suspect any device issue and noted that the removal was at the patient's request. The device was removed. There were no patient complications.